Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "the image was too dark" could not be duplicated. However, the device was found to product no image when used with olympus 180 series scopes due to a faulty printed circuit board.

Event description:
A user facility reported to olympus that the image was too dark. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes as follows: endoscopic images become too dark: the indicated phenomenon was not reproduced by the repair department and the customer connected the cable and two or more endoscopes to other endoscope systems, but no phenomena were observed. From the above, it is inferred that there was no abnormality in the device concerned and there was a failure in the light source equipment included in the same endoscope system. No endoscopic images appear due to malfunction in the patient board: since the device was manufactured prior to a design change implementation of the operational amplifier circuit of the dr board, the indicated phenomenon was likely caused by malfunction in the operational amplifier.